Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a new pump with 300 units and received an accurate fill estimate of over 60 units of insulin. The customer's blood glucose level was 255 mg/dl, and was addressed with a correction bolus.